Manufacturer narrative:
The information provided indicates that eight months post implant the patient was treated for obstruction and mesh adhesions. Photos provided show what appears to be explanted mesh material with tissue attachment. Reviewing the photos does not assist in determining a root cause for the issues that presented. Based on the information provided and photo evaluation, no conclusion can be made. Adhesion formation is a known inherent risk of surgery and is listed in the adverse reactions section of the instructions-for-use as a possible complication. The warning section of the instructions-for-use states, "ensure proper orientation; the bioresorbable coated side of the prosthesis should be oriented against the bowel or sensitive organs. Do not place the polypropylene side against the bowel. There may be a possibility for adhesion formation when the mesh (including strap) is placed in direct contact with the bowel or viscera." A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this production lot of (B)(4) units released for distribution in september, 2018. Not returned.

Event description:
It was reported that on (B)(6) 2019 the patient underwent the repair of a 2cm umbilical hernia. A bard ventralex st mesh was placed (intraperitoneal). As reported the mesh was sutured with 4 vicryl points at the 4 cardinal points of the mesh. Then 4 points of 2/0 of vicryl for closure of the fascia then closure of the subcutaneous plane with assufil 2/0. It is reported that the patient presented with an occlusion and on (B)(6) 2020 underwent a revision procedure. During this procedure the intestine was found to be attached to the mesh. The mesh was released from the intestine and a mesh resection was performed. Two photos provided show mesh material with tissue attachment contained in a specimen jar.